Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 422 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer sent the product back for analysis.